Event description:
It was reported that on (B)(6) 2003, pt underwent the following surgical procedure for lumbar degenerative disc disease and spondylosis: bilateral m8 stealth-assisted pedicle screw instrumentation l4 segment, l5 segment and s1 segment, bilateral segmental prep for arthrodesis l4 segment, l5 segment and s1 segment, anterior column interbody fusion with rhbmp-2/acs and autogenous bone l4-5 and l5-s1 segments bilaterally, posterior column fusion/lateral mass fusion with rhbmp-2/acs and autogenous bone bilaterally l4 segment, l5 segment and s1 segment, a 360 degree fusion through single incision, and segmental decompression with laminectomies bilaterally l4 segment, l5 segment and s1 segment with bilateral medial facetectomies and bilateral foraminotomies for decompression of l4, l5 and s1 nerve roots. It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.